Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 03/23/2017 as follows: the patient allegedly received the device implant via right common femoral vein on (B)(6) 2012. Subsequent CT dated (B)(6) 2016 shows limbs of the device projecting outside ivc wall. The patient is alleging migration, bleeding, and pain.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140 or k112119. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed. It is alleged that "[pt] received a cook celect filter on (B)(6) 2012." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. PMA 510(k): since catalog# is unknown the 510(k) could be either k061815, k073374, k090140 or k112119. Mfg date: unknown as lot# is unknown. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Corrected information: d4 (model #). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/aorta and bowel perforation, bloody diarrhea. The additional information regarding organ/ aorta/bowel perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported bloody diarrhea is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. The associated work order was reviewed. No related/relevant notes were documented. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received as follows: the patient alleges organ/vena cava perforation, pain and bloody diarrhea. The filter struts perforated into aorta and bowel by 5 mm. This has caused patient pain in left and right side. Patient reports experiencing bloody diarrhea twice a day.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). H11) corrected data based on new information received: b1: adverse event to product problem. H1: serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating:"subsequent CT dated 11/11/2016 shows limbs of the device projecting outside ivc wall. The patient is alleging migration, bleeding, and pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. A reference is made to the instructions for use: in potential adverse events are mentioned: ¿ damage to the vena cava ¿ pulmonary embolism ¿ filter embolization ¿ vena cava perforation ¿ vena cava occlusion or thrombosis ¿ hematoma at vascular access site ¿ hemorrhage ¿ infection at vascular access site ¿ death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.